Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection therefore the reported failure was not confirmed. Updated fields: d8, d9, h2, h6, h11. Based on the results of the investigation, a definitive root cause could not be identified as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope image had snowflake dots. This issue occurred during inspection for use. There were no reports of patient harm.